Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. Additionally, the battery pca and cells were contaminated. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's battery pack for an unrelated reason, a reportable malfunction was found.